Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 24.8 mmol/l (446.4 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The patient was unsure if the cannula was properly inserted into the skin. A manual insulin injection using a pen was administered to treat the hyperglycemia.